Manufacturer narrative:
The reported event was inconclusive as there was insufficient product defects information to select the applicable potential root cause. The device was used for treatment, though it was unknown if the device was related to the reported event or met specifications since a sample was not returned. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not completed due to a lack of information.

Event description:
It was reported that three of the catheters were ¿defective¿. No specifics were given. Although it was unclear which specific catheter they were referencing. Per customer via phone on 10feb2021, it was reported that when the customer took the catheter out of the packaging, it was split where the drainage tubing was connected to the catheter. When the patient inserted the tubing, the split got bigger and the tubing would not stay connected. The patient stated that 10 catheters had this issue.